Event description:
The patient was on the arctic sun machine maintaining normothermia post hypothermia protocol. The machine gave an error code 47 and stopped functioning. The error code stated "software could not connect to module". The patient's temp was 39 degrees celsius and the water temp was 5 degrees celsius for several hours. The arctic sun rep was notified. The machine was removed from the patient and another machine was put on the patient.======================manufacturer response for arctic sun, arctic sun (per site reporter).======================manufacturer has been notified. Device has been removed from service and could be available to medivance for on-site non-destructive inspection at this time. Log files have been downloaded and will be sent to medivance for review.